Event description:
Potential patella subluxation was reported for patient with a total knee implant. Surgery is planned to perform a rectinacular release. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Potential patella subluxation was reported for patient with a total knee implant. Surgery is planned to perform a rectinacular release. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.